Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that they experienced low blood glucose. Blood glucose reading was 51 mg/dl. It was unknown thet auto mode feature was active or not at time of event. Customer also reported loss of communication between insulin pump and transmitter. No further patient complications were noted. The pump will not be returned for analysis.